Manufacturer narrative:
(B)(4). Investigation - evaluation results: during the course of investigation, a functional test, inspection of returned, unused product, a review of complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection was conducted. Three devices were returned prior to use, and three devices were returned in an unopened and unused condition. A visual inspection of the returned products did not note any abnormalities. However, a functional test on the three, prior to use devices indicated a crack in the proximal fitting causing leakage. The unopened, unused devices were not defective. The patient event information stated: "the catheter was inserted using a seldinger technique and positioned in the aortic arch. The catheter was connected to connecting tube and a contrast injector pump. When the pump was aspirated to check for air in line the line filled with air. The connection was inspected and the catheter hub was noted to be loose. A new catheter was opened and this was also noted to have a loose hub. Another catheter with a different lot was opened and the hub was fixed - no air aspiration occurred with this catheter." This device is 100% inspected to ensure the integrity of the proximal assembly per quality control specification. In addition, inspectors are instructed to verify the hubs are free of damage, debris, excessive flashing, burn marks or discoloration; verify ears (threads) of adapter are present and free of damage; verify stamp on strain relief; and ensure the hex portion of molded hub and strain relief are aligned and flush. It is possible that excessive moisture was present within the product during the injection molding process; which would allow for the device(s) to not dry properly causing them to become brittle or weak in high stressed areas of the hub. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment, there is insufficient risk due to low severity, low occurrence and high detection. No further action will be taken.

Event description:
During a cardiac angiography procedure, the catheter was inserted using a seldinger technique and positioned in the aortic arch. The catheter was then connected to the tube and contrast was injected into the pump. When the pump was aspirated to check for air and the line filled with air. The connection was inspected and the catheter hub was noted to be loose. A new catheter was opened and this was also noted to have a loose hub. Another catheter with a different lot was opened and the hub was fixed - no air aspiration occurred with this catheter. No part of the device remained inside the patient. The patient did not require an additional procedure due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
During a cardiac angiography procedure, the catheter was inserted using a seldinger technique and positioned in the aortic arch. The catheter was then connected to the tube and contrast was injected into the pump. When the pump was aspirated to check for air and the line filled with air. The connection was inspected and the catheter hub was noted to be loose. A new catheter was opened and this was also noted to have a loose hub. Another catheter with a different lot was opened and the hub was fixed - no air aspiration occurred with this catheter. No part of the device remained inside the patient. The patient did not require an additional procedure due to this occurrence. No adverse effects to the patient were reported due to this occurrence.